Event description:
It was reported that an animal underwent a canine abscess drain and repair procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke while suturing a cheek muscle. X-rays were done and the piece of the needle could be seen in the x-ray, but staff was unable to recover it. The patient will be going to a specialty hospital for removal of the piece of needle. One device will be returned. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: no quality deficiency/non-conformance noted before use. Only noted when needle broke in half during use. Product was sent back today.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/9/2021. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigational summary: a needle product code y923h was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that a fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The barrel hole was examined under 20x magnification, and a needle part separated from the needle wall. As per returned conditions of the sample no functional test could be perform. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode the evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.